Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the implantable cardioverter defibrillator (ICD) delivered multiple inappropriate shocks due to incorrect interpretation of signal and the last shock delivered had a long charge time. The physician elected to explant and replace the ICD. The patient condition was stable.